Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between 06/25/2025 and 06/26/2026. The wearable was inserted into the arm. On (B)(6) 2025, the patient presented to his physician¿s office for scheduled laboratory testing. At that time, the patient¿s cgm was displaying an unspecified low glucose value. The patient reported feeling lethargic, sleepy, and tired. On (B)(6) 2025, at approximately 4:00 a.m., the patient¿s wife received a phone call from the patient¿s physician informing her that the patient¿s laboratory results indicated a bg level of 619 mg/dl and advising that the patient proceed to the emergency department (ed) immediately. Upon arrival at the ed, blood glucose testing showed a bg level greater than 600 mg/dl, while the patient¿s cgm continued to display an unspecified low value. The cgm sensor was removed in the ed. The patient was treated with intravenous insulin as well as insulin injections. The patient was discharged from the hospital at approximately 4:00 p.m. On the same day, with a total hospital stay of less than 24 hours. At the time of the report, the patient was reported to be in stable condition and stated he was ¿fine.¿ data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator on (B)(6) 2025. The reported glucose values fall within the d zone of the parkes error grid on (B)(6) 2025. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.